Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that leadless implantable pulse generator (ipg) exhibited a loss of capture and threshold rise. The patient experienced a low heart rate. The ipg was programmed off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg exhibited a failure to sense. The patient is a participant in the product surveillance registry clinical study.